Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via multi-function cable or ECG cable. Complainant indicated that there was no patient involvement in the reported malfunction.